Event description:
During eps case (B)(4) it was reported, ¿the ease of insertion could be made easier by having a peek entry trocar that allows for a smooth junction from the elastic sleeve to peek trocar so that it is no stair. Lastly, a smaller diameter elastic sleeve would be nice for the narrow joint space patients. A smaller diameter elastic sleeve without the friction k wire holes the length of the elastic sleeve may help with ease of insertion. Less material should equal an easier insertion in tight joint space. An arthrotomy was needed in order to insert the spi sleeve and cannula.¿

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).